Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our japanese affiliates, during implant of a 23mm sapien 3 ur valve, the valve became malposition due to a pacing failure and valve movement on the balloon occurred. This event caused paravalvular leak (pvl) and it required an emergent valve in valve procedure. During valve implantation, the valve popped up twice due to the pacing failure and the valve moved on the balloon, because of the tension that remained in the delivery system. The second pop up caused the valve to be implanted in the upper aortic position (the gap was about the half marker length). The tee and echo revealed significant pvl. The valve in valve procedure was executed. The second valve was implanted in a lower position than the first valve. The pvl was resolved to mild.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from an engineering evaluation. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3ur IFU (japan) along with the procedural manual (japan) were reviewed. The procedural manual includes instructions on loss of capture during rapid pacing. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with thv or malpositioned thv (too ventricular or aortic or atrial) not properly sealed against anatomy leading to moderate paravalvular leak resulting to additional percutaneous intervention. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for thv moves on balloon working length during positioning was unable to be confirmed as there was no complaint unit returned for evaluation or procedural imagery available. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during the transfemoral tavr procedure for a 23mm sapien 3 ur valve, valve malposition due to pacing failure and valve movement on balloon occurred. This event caused the pvl and it required the emergent valve in valve procedure. During the valve implantation, the valve popped up twice due to the pacing failure and valve movement on balloon, because of the tension remained in the delivery system. The second pop up caused the valve to be implanted in upper aortic position (the gap was about the half marker length). The tee and echo revealed significant pvl. The valve in valve procedure was executed. The second valve was implanted in more lower position than the first valve. The pvl was resolved to mild. In addition, it was reported that the first pop-up occurred when the valve was inflated about 70% due to pacing failure; the second pop-up occurred when the valve was inflated about 80% due to tension in the ds'. Per the procedural manual, 'ensure full inflation of balloon during deployment.' During deployment, a full inflation will ensure that the valve is deployed correctly and expanded fully off the balloon. In this case, it is likely that during deployment, the customer experience a failure in rapid pacing causing the valve to be malpositioned and resulting to the valve movement on the balloon that the customer reported. Available information suggests that procedural (loss of pacing capture) factor may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our japanese affiliates, during implant of a 23mm sapien 3 ur valve, the valve became malposition due to a pacing failure and valve movement on the balloon occurred. This event caused paravalvular leak (pvl) and it required an emergent valve in valve procedure. During valve implantation, the valve popped up twice due to the pacing failure and the valve moved on the balloon, because of the tension that remained in the delivery system. The second pop up caused the valve to be implanted in the upper aortic position (the gap was about the half marker length). The tee and echo revealed significant pvl. The valve in valve procedure was executed. The second valve was implanted in a lower position than the first valve. The pvl was resolved to mild. In addition, it was reported that the first pop-up occurred when the valve was inflated about 70% due to pacing failure; the second pop-up occurred when the valve was inflated about 80% due to tension in the delivery system.